Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Transmission revealed non sustained right ventricular oversensing episodes due to noise on the ventricular channel. There were several non-physiologic signals seen on the ventricular channel. The patient was seen in clinic at a later date and no intervention was performed. Patient was stable.